Event description:
Hcp reported pt infection was not meningitis. Infection signs and symptoms were redness, incisional wound opening and a soft, slight purple area. The primary location of the infection was the scalp. Cultures were obtained from the scalp wound and the type of organism found was serratia. The pt was treated with IV antibiotics and the total device system was explanted. The first infection resolved and the second infection is in-progress. The device was explanted but not returned to the manufacturer for analysis.